Event description:
It was initially reported by the site that the patient was recently implanted and he came to the office with his generator incision site bleeding. Follow up with the surgeon's office revealed that the patient was moving furniture and he might have hit the generator site which resulted in bleeding. The bleeding was not a lot.